Event description:
Related manufacturer reference number:2938836-2019-04294. It was reported that when the patient presented in the clinic for routine follow up, right ventricular lead was found to be dislodged. The patient was scheduled for lead revision procedure. During the procedure, lead could not come out of the device even after several attempts instead it broke through the connector of the device. The physician extracted and replaced the lead. The device was also replaced. The patient was stable post procedure.

Manufacturer narrative:
The device was received in normal working conditions with the ventricle septum missing. Analysis was normal. No anomalies were found.